Event description:
A nurse reported trocar leakage occurred between cannula ad sclera and valve itself during the retinotomy surgery. The leakage lead to intra ocular pressure fluctuation. Additional surgical intervention of retina redetach was performed to redo the retina flattening process. Current condition of the patient is unknown. Additional information received from the company representative who stated that the patient condition was good. After redo of the retina flattening process, the event resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Three opened trocar blade handle assemblies with three trocar cannulas in a tray were received for the report of there was trocar leakage causing additional intervention. The returned samples were visually inspected and were found to be non-conforming, samples #1 and #2 had cut septum's and sample #3, the septum is overlapping and extends into the hub. Leak testing could not be performed due to the damage of the samples. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause for this complaint is unknown; the damaged condition of the valves could have contributed to the reported event; how and when the valves became damaged cannot be determined from the evaluation performed. The exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).